Event description:
A home care pt was being fed using a pump. An unk amount of enteral feeding solution was hung, and the pump was set to deliver at an unk rate. 600 ml were delivered in 15 minutes. The pt's mother claimed the "tubing popped off the rotor" and bolus-fed the pt. The reporter stated the pt had an unspecified illness resulting from the event, but also stated initially there was no medical intervention needed. Later the reporter indicated on the medwatch form that an initial hospitalization resulted and that medical intervention was required. But no specific details were provided. Later on, the reporter stated the pt was taken to the emergency room. The pt was then sent home and the parents were instructed to hold feedings for the night. The co also learned the pt's mother was washing and re-using administration sets. One pt involved.

Manufacturer narrative:
Pump was set to deliver at 50ml/hr. Pump was run for 1 hr. 600ml of ensure was placed in bag set. Pump delivered within spec with no difficulties noted during delivery.